Event description:
(B)(4). Since the essure procedure I have had daily pain in my lower abdomen. A sharp stabbing pain so severe that I have actually dropped to my knees or I am unable to walk for a period of time. Lower back pain as well as other side effects of major depression, weight gain, stomach bloating, painful and longer menstrual cycles. I have never felt more miserable in my life! Biggest mistake was having the essure procedure.